Event description:
(B)(4). I was implanted with a device called essure. I suffered with debilitating pain in my abdomen, pelvis, back, migraine headaches, severe bleeding during what were supposed to be normal cycle times, I hemorrhaged numerous times, I have a nickel allergy, I lost coloring in my face, I became a prisoner in my own body because I couldn't function, take care of my kids, take care of my house. I still have memory loss that I didn't have before having essure placed in my body. I ultimately had to have a hysterectomy because of this product and lost 7 months with my kids that I will never get back! I had numerous CT scans, panels of bloodwork, xrays, ultrasounds, doctors appt's, hospital ER visits (to which resulted in me being flagged so now when I go in they won't treat me). I don't remember if I previously filed an adverse reaction report or not due to memory loss.